Event description:
Boston scientific received information that this lead is fractured and the patient is dependent. Caller contacted technical service to verify if the device could be reprogrammed to unipolar to mitigate this issue. Technical service communicated that this patient's device could only be programmed to bipolar. Additional information was received from the caller stating the patient had complete heart block and had a ventricular rate of 30bpm. Patient presented to the ER with presyncope and very limited exercise tolerance. The brady and tachy functions of this patient's device were turned off in the ER due to noise causing an episode of ventricular tachycardia from pacing. Patient was then admitted to the critical care unit and underwent a procedure the next day to place a new lead. This lead has been abandoned surgically and remains in the patient. Patient was further discharged after this procedure without additional adverse effects.

Manufacturer narrative:
As the lead was abandoned surgically, the lead is not expected for return and analysis at this time. If other information pertinent to this issue becomes available, this report will be updated.